Manufacturer narrative:
Date of event: (B)(6) 2018. Date reported: (B)(6) 2018. Philip's service engineer (se) inspected the device. The se found a loosely seated and leaking o2 sensor causing the error code. The se reseated the o2 sensor, replaced the circuit and the ventilator passed all testing.

Event description:
It was reported that the ventilator had a patient circuit not blocked error message. There was no patient involvement. The event date was not specified; estimate used.